Event description:
During incoming inspection, the distributor rejected this device, 139104ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received eight 139104ext in original packaging. Lot number was verified. Performed a visual inspection, three of the packages have devices encroaching the seal. Five of the packages have channels within the seal. Performed a functional inspection, the five packages with the channels were dye leak tested which indicated that the packaging had an insufficient heat seal. The packages with the encroaching devices were dye leak tested which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A review of the device history review found a non-conformance, but it is not related to the failure in the complaint. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before each use this issue will continue to be monitored through the complaint system to assure patient safety.